Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the customer observed the medium-large clip applier instrument did not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator (roco) and obtained the following additional information: the roco confirmed the instrument was inspected prior to use. At the time of the issue, the surgeon was attempting to apply a clip on a vessel before it was cut. The roco informed the vessel was not greater than 10mm. The surgeon used a weck hem-o-lok medium-large clip for the procedure. No loose cable was observed, but after the instrument was removed from the robot, an arm wheel fell out of the housing. After, the customer used a backup peel-packed da vinci instrument to continue the case, and the surgeon confirmed the closure of the clip after ligation. It was confirmed that no fragments fell into the patient. The procedure was completed robotically with no reported injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The medium-large clip applier instrument failed the clip test. It was noted that the clip was unable to be installed onto the grip tips. Further evaluation found the clip applier instrument had one grip bent. The damage was found near the base of the clip grove, which caused a 0.076 offset at the tips. As a result, the clip could not properly load on the grips.